Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8578 lot# serial# (B)(4), implanted: 2013 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient was unresponsive, had convulsions and an altered level of consciousness. As a result the patient was taken to the intensive care unit via an ambulance. A CT scan of the head was performed on (B)(6) 2013 which revealed normal results. An electroencephalogram (eeg) was then done the same day which showed encephalopathy but no seizure activities. It was noted per the etiology that event was ¿possibly related¿ to the implant procedure. The device system was used to deliver morphine and bupivacaine. It was later reported, the patient experienced an acute onset of an altered mental status, had seizure-like activity and it was determined she had a myocardial infarction . The event resulted in in-patient or prolonged hospitalization. Interventions included medication adjustment; ativan and IV dilaudid were administered on (B)(6) 2013. The pump flow rate was also decreased by 50%. Additional diagnostic methods included an electrocardiogram (EKG) which revealed atrial fibrillation with rapid ventricular response with a heart rate of 139 on 04/25/2013. It was reported an echocardiogram on (B)(6) 2013 showed an ejection fraction (ef) of 55%, left ventricular hypertrophy, ¿minimal valvular disease¿ and no regional wall motion abnormalities. A lumber puncture was also performed on (B)(6) 2013 and the cerebrospinal fluid cultures were negative. The patient resolved without sequelae as of (B)(6) 2013.

Event description:
Additional information was received and it was reported that the altered mental status and seizures were related to the mi (myocardial infarction) and not to any effect from the newly implantable pump. The adverse event was noted as ¿post operative sequela¿.

Manufacturer narrative:
(B)(4).